Event description:
Boston scientific received information that during device interrogation it was noted that oversensing was seen on the right ventricular channel resulting in a short period of asystole. The patient was pacemaker dependent. A review of this case was sent to boston scientific technical services (ts). The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Ts reviewed the information and agreed with the conclusion that the physician and the field representative came to when it comes to programming for optimization. Ts also discussed performing snapshots at a follow up next time the patient is seen by the physician.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information this investigation will be updated.